Event description:
I currently use a dexcom g6 continuous glucose monitor to monitor blood glucose and I am a type 1 diabetic. At times I am unable to view blood glucose readings because the bluetooth communication between the sensor transmitter and the display device fails. I have identified the cause for some of the incidents. I own a set of (B)(6) wireless headphones, model xrun, and these headphones block the bluetooth signal between the transmitter and my display app on my (B)(6). I have contacted trelab to see if they could tell me what causes the bluetooth communication blocking of my medical device and they have not responded with any insight or reason why this is happening. Given that the dexcom g6 uses a standard bluetooth protocol commonly used in medical devices it concerns me that this one trelab product blocks communication with the dexcom g6. I use other trelab headphones without causing any communication errors with the medical devices. I specifically asked trelab why this one device could cause these bluetooth issues with a medical device and cannot get a response from them concerning this issue. Given that the dexcom g7 is undergoing approval from the FDA for a release soon, this kind of issue concerns me and identifying the cause would improve the safety and efficacy of the new cgm product. FDA safety report ID # (B)(4).